Manufacturer narrative:
Concomitant medical products: 5524m-53 lead, implanted (B)(6) 2003. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient died. It was noted that the patient had developed venous occlusion due to their pacing leads. During lead extraction procedure the patient unexpectedly passed away.